Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned." Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. Device history review: a manufacturing record evaluation was performed for the finished device (part # 04.137.004s lot # 9719p65) and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that on unknown date, the patient underwent an orif surgery via tbw method for a patella fracture. The products used in the initial surgery were not j&j¿s products. After the surgery, on (B)(6) 2024, the patient underwent a revision surgery with the plate in question. After the plate was placed, in-situ bending is performed along the bone. The surgeon bent the plate hole at the foot site nearly 90 degrees and inserted a screw. The surgeon confirmed the breakage at the plate hole when he applied torque. Also, the surgeon decided to keep the broken plate and screw in the body because the screw in the broken hole crossed over the fracture, which was expected to provide some fixation. Other screws were inserted, and since there were generally no fixation problems, the wound was closed, the x-rays were reviewed, and the surgery was completed successfully with no surgical delay. The patient was a male in his 40s. No further information is available at this time. This report is for one (1) 2.7 va lckng ant patella pl ti/3-hole/sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.